Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the proximal conductor was distorted. It was also noted that the helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was damaged at implant.

Event description:
It was reported that during an implant attempt, the lead was positioned but had high impedances. Later, the helix on the lead would not deploy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.